Event description:
It was reported that the customer was not getting her insulin and her blood glucose readings have been elevated. Customer also mentioned a bent cannula. Customer's blood glucose reading at the time of the call was 397 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.